Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral, nerve stim and gastrointestinal/pelvic floor. It was reported that they did not think the device was working. There was no symptoms reported and no further complications were noted or anticipated.